Event description:
Dealer returning jazz std rollator due to incident, wheel broke and patient fell. No injuries reported for now. Additional reportable malfunction for this device; (B)(4) brake issue.